Manufacturer narrative:
Previous repair reported in MFR# 3002808148-2024-01615 the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen exhibited flickering image with colorful bars after last repair and the fault continued for a week. Then in recent two weeks, the fault disappeared. The issue occurred during preparation for use for a diagnostic nasopharyngolaryngoscopy. The patient was not under anesthesia and there was no report of delay. The procedure was completed with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.